Event description:
It was reported that during a peripheral treatment procedure, a balloon detachment occurred. Access was obtained with a 035/150 star/ben guide wire. This guide wire was exchanged for a stiffer wire, 035/150 zipwire guide wire, and then exchanged again for a 035/180 amplatz super stiff guide wire for a balloon assisted maturation procedure. A 16-4/5.8/75 xxl balloon catheter was advanced and successfully used. The number of inflations and to what atms is unknown. Next, the 18-4/5.8/75 xxl balloon catheter was advanced, ballooned and deflated. The number of inflations and to what atms is unknown. The balloon catheter was withdrawn from the patient and it was noted that the balloon had detached inside the patient. The detached balloon was removed with surgical thrombectomy. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned balloon revealed only the balloon was returned for analysis. The balloon was covered in dried balloon inside and out. The balloon was immersed in warm water to dissolve the blood, 30mm of one end of the balloon was pushed inside the body of the balloon. A 10mm longitudinal tear was visible in the balloon material and 5mm of the other end of the balloon was also pushed inside the body of the balloon. An attempt was made to pull the distal and proximal sleeve out of the body of the balloon in order to check the balloon sleeves, some damage may have occurred to the balloon material during this process. Both balloon sleeves showed evidence of roughen, however the edges of the balloon sleeves appeared jagged. It is not possible to determine if part of the balloon sleeves were still attached to the shaft as the actual device was not received for analysis. The most probable root cause was determined to be user related as the dfu indicates the xxl is indicated for use in adult and adolescent populations to dilate strictures of the esophagus; however, this device was used to treat the arm. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon detachment occurred. Access was obtained with a 035/150 star/ben guide wire. This guide wire was exchanged for a stiffer wire, 035/150 zipwire guide wire, and then exchanged again for a 035/180 amplatz super stiff guide wire for a balloon assisted maturation procedure. A 16-4/5.8/75 xxl balloon catheter was advanced and successfully used. The number of inflations and to what atms is unknown. Next, the 18-4/5.8/75 xxl balloon catheter was advanced, ballooned and deflated. The number of inflations and to what atms is unknown. The balloon catheter was withdrawn from the patient and it was noted that the balloon had detached inside the patient. The detached balloon was removed with surgical thrombectomy. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon assisted maturation treatment procedure, a balloon rupture and detachment occurred. A 035/150 benston starter guide wire, a 035/150 zipwire guide wire, and a 035/180 amplatz super stiff guide wire were used to gain access to the patient's anatomy. Then a 16-4/5.8/75 xxl balloon catheter was advanced and successfully used. The number of inflations and to what atms is unknown. Next, the 18-4/5.8/75 xxl balloon catheter was advanced, ballooned and deflated. The balloon catheter was withdrawn and upon withdrawal it was observed that the catheter came out without the balloon. The patient was referred to the hospital. The detached balloon was removed with surgical thrombectomy. No further patient complications were reported and the patient's status is fine.